Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per e-mail communication the fracture had healed, and the doctor was planning to remove the meta tan nail system, however, the system was unable to be removed due to the reported events. No relevant supporting clinical information has been provided to assist with this clinical investigation. Based on the limited information provided the clinical root cause of the reported events could not be determined. We are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The nail and the lag screw are implantable components so biocompatibility is not an issue. The micro-motion or movement of the device cannot be predicted. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluate. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery of meta tan nail removal, the mating part on the lag screw broke. Then the surgeon drilled bone around the lag screw drilled and tried to removing a lag screw with a pench. The lag screw could not removed. They gave up removing the lag screw and the nail. 3 hours surgical delay.